Event description:
N/a.

Manufacturer narrative:
The microsensor was returned for evaluation: review of the history device records for the product code 826631 with lot 4039716 conformed to the specifications when released to stock failure analysis- the issue of the complaint was not confirmed: no visible damage to the millar sensor or connector, catheter material has slight kinks. Icp express reading passed with 513. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor connection issue. Prior to implantation in the patient on (B)(6) 2021, the physician found that the microsensor could not be detected on the codman icp express monitor. The physician changed to another microsensor which could be detected normally. There was no delay in the procedure, or any adverse consequences reported